Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open esophagectomy procedure. Tried to use the stapler between the stomach and the eso phagus, but it did not staple the tissue. The staple line was incomplete. To fix the staple line, had to resect and re-staple. Had to staple again to the side of the original site using additional staplers. This resulted in temporary injury. There was unanticipated tissue loss and tissue damage. The damage was considered permanent. The stomach had to be opened, so the procedure was delayed by more than thirty minutes. The patient status is alive, no injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one reloadable stapler. The visual inspection of the returned product noted the retaining pin was advanced and the jaws were partially closed. The staples were all advanced but did not deploy from the cartridge. The staples were in an unusable unformed condition. The sulu was reloaded with staples and placed back into the stapler. The stapler was applied to the test media with acceptable staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the advanced staple condition may occur when the firing stroke is not completed during application. The instructions for use of this product state: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the instrument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The current packaging design for the product does not allow room for advanced staples, thus the condition could not have occurred during assembly or shipment. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open esophagectomy procedure. Tried to use the stapler between the stomach and the eso phagus, but it did not staple the tissue. The staple line was incomplete. To fix the staple line, had to resect and re-staple. Had to staple again to the side of the original site using additional staplers. This resulted in temporary injury. There was unanticipated tissue loss and tissue damage. The damage was considered permanent. The stomach had to be opened, so the procedure was delayed by more than thirty minutes. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.